Manufacturer narrative:
The srt replaced the ccm touch screen and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) sensor arrow cursor was not reading correctly on the left side of the touch screen. The ccm was recalibrated, but the issue persisted. There was no patient involvement.